Event description:
It was reported that during a sigmoidectomy procedure, the surgeon fired cdh29a by completely pushing the handle. It was impossible to press the handle more. Staples were open when she wanted to remove the cdh. Therefore, they had to remove another piece of the sigmoid and they had to do a splenectomy too. Fortunately they still had enough bowel to remove another piece and to staple again with another cdh. Surgery took 60 minutes longer, because of this failure.

Manufacturer narrative:
(B)(4). Incomplete firing cycle, uncut washer - blemished. Additional information was requested and the following was obtained: on what tissue type was the device used? Sigmoid. What was the quality of the tissue? Normal (not poor or extremely thick). Was the device fired over thick tissue? No. Did the surgeon waited the recommended 15 seconds after closing and before firing the device? Yes. What confirmation did the surgeon receive that the anvil was firmly attached to the trocar of the device? Cdh does not fit trough a trocar. When the device was fired, what was the location of the indicator within the gap setting scale (top/thin, middle/medium, bottom/thick)? Between thin and middle. Was buttressing material utilized? If so, which product? Don't understand. Was the instrument fired across or near an existing staple line or clip? Yes, because tumor was removes by endoscopic stapler, so staple line was formed. How was it confirmed that the device was fully fired (crunch, lever compressed until unable to fire further, etc.)? Audible feedback. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After firing, did the firing handle automatically return to its original (pre-fired) position without intervention? Yes. What purse string technique was used or what purse string technique does this surgeon normally use? (Ex. Hand tied purse string, purse string device) hand tied, excorporal. How was the purse string placed, by hand or with an assist device? If an assist device, what product? By hand. Was the spike of the trocar inserted lateral or through the staple line? Right above. The staple line the analysis results found that the cdh29a device arrived in good visual condition. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.